Manufacturer narrative:
Expiration and manufacturing dates were unable to be located based on the information provided. Please see the following MFR numbers for related device failures: 3012307300-2018-01480; 3012307300-2018-01481; 3012307300-2018-01482; 3012307300-2018-01483.

Event description:
Patient's mother reported that her daughter's extension set from lot 57x540 (connected to an ambulatory infusion pump) leaked at the filter site during continuous infusion therapy of a life-sustaining medication. The faulty extension set was changed out with a new set as soon as her daughter noticed the leak. No patient or clinical injury was associated with this occurrence, however, she expressed concern that her daughter is losing medication due to the leaking set.